Manufacturer narrative:
(B)(4).

Event description:
Rec'd info, the pt's interstim implant became infected and was explanted. A new device was eventually implanted. Add'l info has been requested and if rec'd, a f/u report will be sent.